Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure for their right shoulder on (B)(6) 2018. The pulse generator is also located on the right side. Prior to the procedure, the device was interrogated and a battery longevity of 0.25-0.5 years was noted. After the procedure, the device was re-interrogated. The device was found to be in backup operation. It is unknown what caused the backup. The physician did not want to reset the device due to the patient being dependent and the previously recorded battery impedance. The device was explanted and replaced on (B)(6) 2018. The patient was discharged.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory due to nmi and this was consistent with behavior associated with exposure to cautery during the procedure. User's manual warns against the use of electrosurgical devices near an implantable pulse generator to prevent damage. Analysis performed after reloading product code indicated normal device functionality.